Event description:
The patient underwent mastectomy on (B)(6) 2012 and the reservoir was used. On (B)(6) 2012 it was noted that the anti-reflux valve detached and fell into the reservoir. The reservoir was exchanged for a like device and functioned properly. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Anti-reflux valve detachment. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The valve is detached from the port and its slit is partly closed.